Manufacturer narrative:
The device was evaluated and one of the jaws is complete broken off of the forceps insert. Although we cannot confirm, damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopic appendectomy procedure, the jaw of the instrument broke off inside the patient. The broken jaw was retrieved and there was no impact on patient.